Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was positioned, but the sensing values were too low. The lead was to be repositioned, but the helix did not fully retract after 20 turns of the fixation tool; the lead was able to be repositioned, but then the helix did not extend even after 40 turns of the fixation tool. This lead was removed and another lead of the same model was implanted. However, the second lead required 30 turns to extend the helix and exhibited the same poor sensing measurements. Due to the patient's condition, the lead was sutured into place and connected to the pacemaker with a suboptimal p-wave measurement of 0.8mv. The impedance and threshold measurements were within normal range. No adverse patient effects were reported. The attempted lead was returned for laboratory analysis.